Manufacturer narrative:
The reported issue that the device shut off during an infusion could not be definitively confirmed or duplicated during the investigation. The associated pcu or its event log was not returned for the investigation. The pump module event log recorded an infusion was running at 11ml/h on (B)(6) 2018 at 5:08pm. The pump module was recorded to have been powered on at 5:30pm the same day and the infusion restarted with a remaining vtbi at 204.691ml. It could not be determined if this recorded event pertained to the customer¿s reported event. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference : (B)(4). The testing performed on the returned pump module that included running test infusions and the asm pm task found no existing malfunctions. The pump module passed all functional requirements within asm. The inspection process did note the presence of contamination and corrosion on a few pins of the iui connectors on the pump module but it could not be determined if this finding had any contribution to the reported incident. The pump module did not exhibit any functional anomalies with the interfaced iui connections during the investigation.

Event description:
The customer reported that the device shut off during an infusion. No patient harm was reported.